Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the motor error alarms have been happening for the last couple of weeks. Customer stated that alarm occurred during the bolus and prime. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that he was able to complete the rewind sequence. Customer was advised to return the pump with the battery and to zero out the basal rates. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No motor error alarms noted during testing. However, the device was received with slightly loose drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.